Manufacturer narrative:
The reported events were lead dislodgement, ¿lead tip helix was found to have a hard white substance inside the helix¿ and failure to capture. As received, a complete lead was returned in one piece with the helix slightly compressed/ bent and clogged with blood. The helix mechanism/extension length test was not performed due to condition of the helix, as received. The reported events of ¿lead tip helix was found to have a hard white substance inside the helix¿ was confirmed. Visual examination noted the steroid plug was missing and not returned with the lead. The cause of ¿lead tip helix was found to have a hard white substance inside the helix¿ is consistent with procedural damage. The reported events of failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right atrial lead exhibited failure to capture and it was confirmed via x-ray that the lead dislodged. After multiple reposition attempts, the lead was extracted and examined. It was noted that there was a hard white substance inside the helix. The lead was removed and replaced. The patient was in stable condition.